Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reviewed and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. An incoming visual inspection showed no anomalies. The device did not emit heat. The memory content of the pacemaker was inspected, showing a normal device function while implanted and in service. In particular, no anomalies were present regarding the battery or the current consumption. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. During this analysis, no signs of heat were present either. In a next step the device was opened to inspect the inner assembly. A thorough visual and electrical inspection showed no anomalies, in particular regarding the clinical event. In conclusion, the device proved to be fully functional. The analysis of the memory content showed a normal device behavior while the device was implanted and in service. There was no indication of a device malfunction. The pacemaker did not emit heat at any point of the analysis. The clinical observation was not reproducible.

Event description:
After an implantation period of approx. Four months, a burning sensation in the area of the pacemaker was reported and also observed during a follow up. The pacemaker was explanted. Should additional information be received, this file will be updated.